Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead monitor tripped showing unipolar atrial impedance of 290 ohms and a bipolar impedance of 222 ohms. There are varying impedances. The device is in use. No patient complications were reported as a result of this event.